Event description:
Complaint found in maude database reports: "resident used arrow size 22 aline kit. Apparently, the wire entered the right radial artery, but the catheter accordioned in the subcut tissue. This was not appreciated because everything looked smooth and gentle. On taking the wire out, there was resistance. The decision was made to withdraw both catheter and wire out and start over on another site. On gentle withdrawal of apparatus, it was noted that the catheter was completely sheared off. Withdrawal was aborted, both general surgeon and hand surgeon consulted. Doctor of hand prepped, draped and did a tiny incision to retrieve the catheter."

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database reports: "resident used arrow size 22 aline kit. Apparently, the wire entered the right radial artery, but the catheter accordion in the subacute tissue. This was not appreciated because everything looked smooth and gentle. On taking the wire out, there was resistance. The decision was made to withdraw both catheter and wire out and start over on another site. On gentle withdrawal of apparatus, it was noted that the catheter was completely sheared off. Withdrawal was aborted, both general surgeon and hand surgeon consulted. Doctor of hand prepped, draped and did a tiny incision to retrieve the catheter."